Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 525cc mentor smooth round moderate profile (catalog #: 3501685, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 525cc mentor smooth round moderate profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with an unspecified saline implant on (B)(6) 2020.

Manufacturer narrative:
On 15-apr-2020, the investigation on the suspected medical device was completed. Investigation summary : the device was visually inspected, and no apparent damage was found. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/31/2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6)2020. However, the additional information revealed that the actual date of explantation was (B)(6)2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).